Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that occlusion issue was indicated with the infusion set site within 3 or more hours after insertion. The customer resolved their issue by changing supplies as necessary and resumed insulin therapy. The insertion site of the infusion set was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. No further information available.